Manufacturer narrative:
Tandem¿s t:slim user guide states ¿reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact refilled the cartridge and noticed insulin leaking at the bottom near the pneumatic tap. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.